Manufacturer narrative:
Device evaluated by MFR: the device was not returned for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that a detachment occurred. The target lesion was located in the distal superficial femoral artery (sfa). A 300cm straight tip v-14¿ controlwire® guide wire was advanced to the lesion. At an unspecified time, it was noted that a portion of the tip, possibly the outer coating, detached inside the vessel. As there was no impact to blood flow, the physician opted to leave the fragment. The procedure was completed with this device. No further patient complications were reported and the patient's status was fine.